Manufacturer narrative:
One bipolar pacing catheter with an attached monoject volume limited 1.3 cc syringe at the gate valve was returned for examination. The reported event of sensing issue was not confirmed. No visible damage or abnormality was observed from the catheter body, balloon, windings and returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that it was unable to sense an intrinsic electrical signal and the baseline was not shown before use, therefore the customer suspected the breakage of the leadwire. The catheter was replaced and the problem was solved. Information such as what kind of surgery/examination the catheter was used for or if the patient had cardiac conduction defect is unknown. Patient demographic information requested but unavailable. There were no patient complications reported.